Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. Functional testing found that the computer was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a fusion system being used outside of a procedure. The rep indicated that the fusion system was not turning on/not booting properly. Additional information then indicated that the site received an error message reading "no sync" before the system unexpectedly shutdown. During troubleshooting, the site was able to log into the ent application and then the mouse became unresponsive and the manufacturer screen appeared. After a few minutes the "home" screen to select ent occurred. While trying to pull the logs, the system stated "exiting" and the system turned off. No patient was involved with this issue.